Event description:
Customer reportedly obtained results of 101 mg/dl and 376 mg/dl on the aviva system within 10 minutes. Customer reports an additional comparison with results of 240 mg/dl, 113 mg/dl, and 112 mg/dl on the aviva system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.